Event description:
This is report 3 of 4 involved in this peritonitis event. It was reported that a patient experienced and was hospitalized for peritonitis coincident with therapy for peritoneal dialysis (pd). Therapy was ongoing. On the same day, the patient experienced a urinary tract infection and exit site infection. The cause of the events was unknown. The patient was treated with unspecified antibiotics for all of the events. The pd catheter was not removed or replaced. The patient was discharged from the hospital and was recovering from the events.

Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. A review of all batch record documents was performed on potentially associated lot numbers h13b08046, h13b18078, h13a24037 and h13a11067 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Should additional relevant information become available, a follow-up report will be submitted. (B)(4).

Manufacturer narrative:
(B)(4).